Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that the power turned off and could not be restarted prior to a surgical procedure. An alternate system was brought in to initiate and complete the scheduled procedure.

Manufacturer narrative:
The company service representative examined the system and was able to replicate the reported event. The nonconforming power supply cable was replaced. The system was then tested and met all product specifications. The manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The power supply cable was received and a visual assessment of the returned sample found no visual nonconformities. The returned sample was installed into a calibrated vision system where it was unable to boot up, replicating the reported event. The root cause of the reported event can be attributed to a nonconforming power supply cable. The manufacturer internal reference number is: (B)(4).